Manufacturer narrative:
According to the facility in (B)(6) 2022, 'after placing an epidural and inserting the catheter the catheter clotted and the provider was unable to bolus the meds through the catheter rendering them ineffective'. Per the facility, 'the line needed to be removed and the procedure repeated'. Per the facility the procedure was completed after an additional epidural catheter was placed, and to their knowledge the patient was discharged without issue. The device was returned for evaluation and at this time a definitive root cause could not be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility in (B)(6) 2022, 'after placing an epidural and inserting the catheter the catheter clotted and the provider was unable to bolus the meds through the catheter rendering them ineffective'. Per the facility, 'the line needed to be removed and the procedure repeated'.